Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 569 mg/dl with strong, fruit breath odor, abdominal pain, extreme drowsiness, polydipsia, polyuria, nausea, symptoms of dehydration, vomiting and large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient&#38112;programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Cts determined that the user did not respond to an alarm in a timely manner and referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.